Event description:
Additional information later reported the patient has had 2 incidents of withdrawal when he lays on his left side or when he puts a belt on to support the pump. Per the patient they first noticed the issue about 20 days after implant and they would noticed even after an hour of laying on his left side. The patient had cold sweats, vomiting and diarrhea during his withdrawal episodes. The patient was on an outing with their family where they lay on their side and 11 hours later when they woke up the patient was in withdrawal and it took 12 hours before thing got back to ¿normal¿. Per the patient this had occurred a couple of days ago. The patient also reported the flange of the pump sticks out and it's painful when he bumps against something; it's been sticking out for about 5 months. Per the patient it took a year for them to get off the synthetic narcotics, but the patient still supplements with oxycontin to relieve their pain.

Event description:
It was later reported that the cause of the event was related to the catheter. There may be a partial, intermittent, occlusion when the patient lays on his left side. The patient did have increased pain the morning if he lies on his left side. The patient has been sleeping supine or on his right side with no problems. The pump was reported to be working appropriately. No injury was noted.

Event description:
Additional information later reported the patient experienced an overdose and withdrawal following pump and catheter implant. The patient experienced anxiety, dizziness and nausea. It was also noted the patient was also seeking a new hcp, one that was closer. The patient also reported for the past 2 months he had been going to the hcp telling him he was not out of pain yet. The hcp had been adjusting his medication but he was being ¿ramped¿ over from oxycontin to dilaudid which the patient stated was the main problem because he was going from an opiod to a natural drug which was not strong enough. The patient has had two fusions and have been in the hospital many times due to fusion surgery. The patient had been on oral medications for over 15 years and had built up a strong tolerance. The patient wanted to get back on his feet and take care of his family. The patient stated that because of the pump he was not able to do that. Per the patient his was to be an overnight surgery - outpatient, except he ended up flat on his back due to the ¿implant¿ gone wrong. The patient had been unable to work for 3 months and the hcp was trying to ramp him to a new drug very quickly. The patient was getting a home nurse coming to his apartment every day looking for meningitis. The patient stated one day post-surgery, he went to the emergency room at the hospital and was told he was not getting enough medication from the pump and that he was going through withdrawal. The patient had a huge purple bruise where the catheter was installed. The patient had an open wound both in front and in back. The patient couldn¿t lay on any other side than his right side. The left side is where the catheter was. The patient after he had it done he ended up in a nursing home at the age of (B)(6) and had to be taken care of and then went home to be taken care of by the nurse. The patient was in a nursing home for rehab for about a month. The patient was very uncomfortable, the pump was protruding from the left side of the stomach. The patient was able to feel the port of the pump - sticking out of his skin. The patient had an (B)(4) bandage, to help to cover the pump. The patient stated he put that on and fell asleep and 12 hours later he woke up and was in total withdrawal, due to the pressure of the (B)(4) bandage ¿cut the catheter medication off¿. The patient was getting medication through the IV, but the patient knew that he was full withdrawal because he was getting sick ¿ cold sweat, nauseous, loose stool and the whole 9 yards. He took off the (B)(4) bandage and drank fluid and he could feel the return of the medication. The patient¿s right hip was so raw he can¿t lay on his other side, stomach or back, because when he does, it cuts off the medications. The patient stated he was still going into temp withdrawal when he lies on his stomach his left side or his back. The patient was so tired of it. He wakes up every morning at 3am due to pain. The patient was on 250 mg of long term oxycodone and diazepam - for muscle spasm. All of lumbar spine and cervical spine are gone leaving the middle back to carry all ¿ giving him spasm. The patient could still walk but was not at the level he needs to be to get back to life. Per the patient the pump implant had been a nightmare. He has had major spine surgery that he has walked away from and he is still having issues. The patient stated the pain hcp would not prescribe additional medications. The patient was upset he lost so much stuff that his family has had to go without. Since implant, the patient was having night psychosis- waking in pain and in raw fear. When the patient had oral medication he was fine. But now the patient was running out and was afraid he will be going through withdrawal again

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient has had 4 different back diseases, has all cervical discs removed, fused and plated with titanium and all lumbar discs are herniated. The patient stated that due to problems when laying on left side he can only lay on right side and his ribs on right side are "rubbed raw." On 3 or 4 separate occasions since implant the patient has fallen asleep laying on his left side on the catheter and then woke up about 45 minutes later "soaking wet from head to toe" and with an ice cold forehead. The patient stated it seemed like they were in withdrawal and the catheter was being blocked. The patient reported that after waking up, eating something, about 15 minutes later he was back to normal. It was also reported that the side of pump is "hanging out" or sticking out of his abdomen, resulting in the wound being kept open. The patient wears an abdominal binder to hold pump in place and comfortable; I could feel it bouncing around inside of me . The patient is (B)(6). The patient has been back to his physician every week since implant and they cannot determine what is causing problem. The patient has been on opiod medications for 15 years resulting in his body becoming very acclimated to medications and a high rate for his pump. The pump was used to deliver dilaudid (hydromorphone)

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information later received reported that if the patient lay on their side for 10 minutes the patient goes through withdrawal. The patient reported being concerned about withdrawal and not getting medication. The patient doesn't take oral meds.

Event description:
Additional information was received from a nurse. It was reported that they had no record what-so-ever of the patient being hospitalized at all after implant, let alone for three months. It was confirmed that they still treat the patient. No further information was provided.

Event description:
It was later reported that the patient was in the hospital for 3 months after implant to heal, waiting for his body to accept the implant. It was noted that the patient previously and currently taking oral medications in addition to the intrathecal therapy. If additional information is received, the event will be updated.